Event description:
Drive devilbiss healthcare was notified of an incident involving a nebulizer by the end user's mother who reported that the device was not "putting air through the tube." The end user was having an asthma attack and could not breathe. The end user's mother went to the doctor's office to have breathing treatment administered to the end user. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.